Manufacturer narrative:
The complaint on the sn (B)(6) could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13678630 was reviewed and no non-conformities were found that would have led to the reported complaint. D9 device available for evaluation: no.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving a überleitsystem m. Spritze u.tropfkammer where a luer connection leak was reported. There was unknown patient involvement and unknown patient harm.